Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was turned on if it was shaken at all by gentle handling it will shut off improperly. The event happened in pharmacy department during testing there was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system improper shutdown. Improper shutdown were verified through a review of the event history log and found to be caused by a battery module. Should additional relevant information become available, a supplemental report will be submitted.